Event description:
Material # mz5304-bns batch # unknown. It was reported by customer that stiff tubing and leaks. Rcc received a complaint via email. Stiff tubing and leaks vendor part #: mz5304-bns. Customer response on (B)(6) 2024. 1.you mentioned ¿stiff tubing and leaks.¿ could you please clarify what you mean by stiff tubing? Is that referring to a fluid blockage, or did you observe any damage to the tubing? Reported that tubing comes disconnected from plastic and takes force to tighten. 2. Could you please confirm what medication was being administered and leaked. Was this a chemotherapy drug? Information not given. 3. Can you please provide an exact date of event in format mm-dd-yyyy? 08-29-2024. 4. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No patient injury or medial intervention. 5. Sample available is mentioned as yes, are you able to provide the address of the facility for us to ship the return label? (B)(6).

Manufacturer narrative:
It was reported that stiff tubing and leaks. Three photos were taken by the customer that do not confirm the failure. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd maxzero multi-fuse pressure rated extension set with needleless connector was damaged. The following information was received by the initial reporter with the following verbatim: it was reported by customer that stiff tubing and leaks.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed